Event description:
It was reported that the patient with this implantable pacemaker device experienced chest pain and was admitted to the hospital. In addition, the patient had tamponade and repeat echo shows pericardial effusion. It was also noted that the patient may be on blood thinners. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that the patient with this implantable pacemaker device experienced chest pain and was admitted to the hospital. In addition, the patient had tamponade and repeat echo shows pericardial effusion. It was also noted that the patient may be on blood thinners. The device remains in service. No additional adverse patient effects were reported.